Manufacturer narrative:
(B)(4).

Event description:
It was reported that at power up, the graphic user interface (gui) on a 840 ventilator was inoperable. There was no patient involvement at the time of the event.